Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number t9225u, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when clipping, it made noise and malformation. Extra power was needed as unusual.

Manufacturer narrative:
(B)(4). Batch # r92g85. Investigation summary: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 10 conforming clips and the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damage causing the lockout failures. The noise heard could be the damage caused to the ratchet pawl. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.